Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2015. The patient was not wearing the lifevest at time of death. The patient's wife reported that she is not sure if the patient's death was cardiac related or not. The patient had not worn the lifevest since (B)(6) 2015 due to burns on his chest. It is unknown at this time if the burns were from the lifevest or not.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) have been completed. Upon investigation, the monitor and electrode belt are fully functional. Review of the last patient's downloaded data did not indicate a problem during use. A supplemental report will be sent with a follow-up to determine the cause of the patient's burns. Device manufacture date & usage of device: monitor (B)(4): 12/2012 - reuse. Electrode belt (B)(4): 03/2013 - reuse.